Event description:
A customer sent an email to baxter corporate product surveillance to report a clearlink standard bore IV catheter extension set in which a leak was observed. According to the report, the set was "connected tightly" to a syringe but still leaked between the two products. The event occurred in the surgery department. The event occurred while they were flushing the extension set. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available, therefore the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.